Manufacturer narrative:
(B)(4). Seri surgical scaffold remains implanted. Because this event necessitated surgical explanted of the concomitant right tissue expander, wound dehiscence and extrusion are being reported although device-relatedness has not been established.

Event description:
Company representative reported the pt underwent bilateral mastectomy, sentinel node biopsy, axillary dissection, and immediate reconstruction with placement of tissue expanders under seri-scaffold on (B)(6) 2012. This report is for the right breast. Two months post op while on chemotherapy, a small previously scabbed area on the right breast opened (3mm) with the seri surgical scaffold exposed. The wound was cultured and an oral antibiotics was started. The wound subsequently increased in size, was sutured closed but reopened and increased in size over the following few weeks. The investigator elected to remove the right-side tissue expander. Seri scaffold remains implanted. Pt was subsequently seen in the ER presenting with "a stomach virus, fever and breast redness. [Pt] received IV fluids for dehydration and was prescribed on oral antibiotic."